Event description:
During preprocedural checks this am at 7:15, I received error codes on the room 1 unit - "possible wrong dose, cu prefilter and sc". I notified charge and performed a complete reboot of the system. After receiving the codes again, I called siemens for assistance - ref ID# (B)(4). Siemens remotely logged in and read the diagnostic codes for the last 7 days. According to the siemens tech [redacted name], this error has been occurring off and on over 300 times. The error is sporadic and indicates the failure of the motor that controls filtration - beam quality and intensity in the tube. It appears to siemens that the motor used to adjust the beam intensity is becoming unreliable and needs to be replaced. They have dispatched an fse with parts recommendations. Manufacturer response for imaging device, artis zee (per site reporter). Manufacturer notified at time of incident.